Event description:
It was reported that during a procedure the wire collet had metal shavings coming out of the device. The surgeon stated that the shavings stayed on the pin and the handpiece. The surgeon tapped the handpiece on a piece of gauze and the shavings came off: no shavings entered the surgical site. No adverse consequences to the user or patient were reported, as a result of this event.

Event description:
It was reported that during a procedure the wire collet had metal shavings coming out of the device. The surgeon stated that the shavings stayed on the pin and the handpiece. The surgeon tapped the handpiece on a piece of gauze and the shavings came off: no shavings entered the surgical site. No adverse consequences to the user or patient were reported, as a result of this event.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed. Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Manufacturer narrative:
Upon disassembly for visual inspection, the driveshaft was scored and corroded.